Event description:
Additional information was received. It was reported that the cause of the inaccuracy was unknown. The cause of the deformation was considered to be excessive force that was applied to the frame. Additional information was received. It was clarified that the inaccuracy and deformation occurred on the same frame.

Manufacturer narrative:
H2/h3/h6: the system was serviced in the field and hardware parts were replaced. The system passed all tests and was performing as intended. It was later noted that the frame was replaced to resolve the issue. Codes b01, c13 and d02 are applicable. D10/h2/h3: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733881, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the frame was returned to the manufacturer for analysis. After visual examination, it was determined that the frame could not be tested due to damage. As returned, the lemo connector had been removed, then re-assembled incorrectly. The connector no longer seats into the mating connector properly the hardware investigation found that the reported event was related to a hardware issue. H6: fdm 10, fdr 120, fdc 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a tumorectomy procedure. It was reported that there was an inaccuracy. Tracer registration was done and the inaccuracy occurred immediately prior to navigation. All instruments were inaccurate. The magnitude and direction of inaccuracy was unknown. The procedure was completed without navigation. It was also reported that the active cranial frame had deformation of the connector part. There was no delay to the procedure and no impact to the patient.